Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error as it was exposed to water. Customer was experiencing high blood glucose level 33 mmol/l and went to hospital to consult with diabetic doctor. Insulin pump received crack at down of battery compartment. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected critical pump error (open book) during testing. The test p-cap locks properly in place in the reservoir compartment noted. However, device received with a high sleep current measurement, active current measurement due to moisture damage electronic assembly. Device received with moisture damage on the battery tube, vibrator and keypad flex tail noted. No moisture damage on the motor, keypad traces or keypad dome switches noted. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.